Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the lamp does not come on and the lower lamp is dim.

Manufacturer narrative:
The company service representative examined the system and found system message (sm) [failure to turn lamp on: lamp needs to be replaced] and [the lamp in the table top illuminator needs to be replaced] in the event log confirming the reported event. The xenon lamp was replaced to resolve the issue. The company service representative then replicated the reported event of low output of the auxiliary illuminator output. The illuminator module was replaced to resolve the issue. The system was then tested and met all product specifications. The xenon lamp and illuminator module were received and a visual assessment of the returned samples did not show any non-conformities. The returned sample of xenon lamp was placed in a calibrated system. The reported event was replicated with system message (sm) [failure to turn lamp on: lamp needs to be replaced] and [the lamp in the table top illuminator needs to be replaced] displayed after boot up. The xenon lamp was determined to have an intermittent ignition issue. The illuminator module was connected to a calibrated system, where it was found to meet company specifications. The system was manufactured on december 6, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported lamp not turning on can be attributed to a nonconforming xenon lamp. The root cause of the reported event of illuminator module output being low cannot be determined conclusively. An internal investigation has been opened to address the intermittent ignition issue. The manufacturer internal reference number is: (B)(4).